Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflated sets in the past. Others ripples and leaked."

Event description:
Patient reported a right side "I have implants in that are recalled by allergan due to the risk of bia-alc." "I've had deflated sets in the past. Others ripples and leaked". The device has been explanted.